Event description:
A cusexcel9 was reported to have a cooling water alarm go off. The pt was prepared for surgery and was not in contact with the unit. It is unk whether the pt was anesthetized when the problem occurred or if the surgery was prolonged. The pt did not incur an injury. The anti-siphon valve part 221004474 did not work. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.